Manufacturer narrative:
(B)(4). Batch # t9460r. Investigation summary: the device was received with the top of the I-blade upper tip broken off and not returned. The device was connected to the generator and it was recognized. Because the I-blade was damaged, not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. A probable cause of the damage to the I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Event description:
It was reported that during a laparoscopic total hysterectomy, it was found that a part of I-blade was broken off. It is unknown where the broken pieces were and when they were broken. No metal pieces were observed when the x-ray was taken after the operation. The surgeon felt that the handle was a little stiff. Gen11 was used. Another device was used to complete the case. The patient is currently in the hospital. No re-operation is scheduled for this event. The surgeon considers there to be no adverse consequences to the patient. No further information is available.